Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a faulty battery. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 10jul2019. Date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the battery, which successfully addressed the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.